Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a philos plate was used during the initial procedure; all locking screws were tightened by a torque screwdriver. When the patient re-visited for post-operative consultation three weeks after the surgery, x-ray showed that an ascending locking-screw was found to be backed out. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for eight (8) unknown screws. Unknown, as specific part and lot numbers for the complainant screws were not provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this report is for eight (8) unknown screws.

Event description:
(B)(6) 2015: we have below 5 screws, but the x-ray shows 8 screws, the other three are 3.5 cortical screws and they are implanted along the shaft and not at the proximal humerus area. Patient is complaining the design of the philios plate which caused the locking screw back out instead of the cortical screws. Out of the five 3.5 locking head screws reported, the longest one would be 50mm. Please kindly refer to the x-ray and the backed out screw should be the longest one, the longest reported we have is part # 213.0. This screws has been used, but not known, which one backed out post op: part # 213.035 / quantity 2. Part # 213.030 / quantity 1. Part # 213.050 / quantity 1. Part # 213.040 / quantity 1.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.